Event description:
The customer tested his blood glucose using a contour meter and received a difference of 50-70mg/dl compared to three non-bayer meters. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was satisfied with troubleshooting during the call. Product is not expected to be returned for evaluation.